Event description:
It was reported that when performing the maintenance of the arctic sun device, it was observed that the temperature did not drop below 9ºc and giving a calibration error 82 (non-recoverable system error). Per follow up information received via ibc on 14feb2022, the issue was not resolved. The device remains inoperative at the facilities waiting for repair. The calibration 82 cascades with temperature did not drop below 9ºc. The device would be sent in for a bd-approved facility for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when performing the maintenance of the arctic sun device, it was observed that the temperature did not drop below 9ºc and giving a calibration error 82 (non-recoverable system error). Per follow up information received via ibc on 14feb2022, the issue was not resolved. The device remains inoperative at the facilities waiting for repair. The calibration 82 cascades with temperature did not drop below 9ºc. The device would be sent in for a bd-approved facility for evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.